Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t e-z set¿ was damaged. The following was received by the initial reporter: circuit interrupted due to high temperature cutting.

Manufacturer narrative:
A device history record review was completed for provided material number 38734614 and lot number 3058180. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, a thorough sample analysis could not be performed. At this time, an exact cause for the reported incident could not be determined. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.